Event description:
It was reported to philips that the battery for the device was not being recognized by the cadex charger and subsequently failed to charge in both the mrx device and cadex charger. There was no patient involvement.

Manufacturer narrative:
Additional information provided: updated with a failure analysis evaluation. Updated codes to reflect failure analysis results.

Event description:
It was reported to philips that the battery for the device was not being recognized by the cadex charger and subsequently failed to charge in both the mrx device and cadex charger. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed a red x in the rfu indicator and the device subsequently failed to power up. After leaving the battery in a device for roughly two hours, a battery capacity test was performed and four led indicators illuminated indicating that the battery was partially charged. The rfu indicator changed to a black hourglass and subsequent shock tests resulted in the delivery of successful manual shocks with outputs measured to be within a passing range. When the battery was then inserted into a cadex charger, it was recognized by the unit and appeared to charge as expected. Although the component was able to charge, it was noted that the battery mode cf flag would not clear even after the battery was calibrated. As a result, the battery was determined to be faulty and the component was scheduled to be returned to the vendor.